Manufacturer narrative:
Patient's mom reported a rash related to exzema. Rash is in the shape of the adhesion tape. Patient has red blisters where the patch sits. It takes a couple weeks to heal. Patient's mom said that this allergic reaction has been present since using dexcom. She has not sought any medical intervention but she is planning on writing an email to the patient's physician today about the irritation. The email was sent (B)(6) 2013.

Event description:
Patient's mother contacted dexcom to report a rash.